Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the flex arm is broken. It was noted the device has broken several times. It is unknown when the device broke for the first time. It has broken intra-operatively, but the procedure was able to be completed successfully with no harm to the patient; it was noted there a surgical delay but the length of the delay is unknown. This report is for a flex arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.612.010, lot: h484019. Supplier: mediflex surgical products, release to warehouse date: jul 02, 2018. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. No damage was noted to the device aside from minor cosmetic wear consistent with device use. The device¿s original packaging was not received; it could not be confirmed if the original packaging was missing labeling. The received condition did not agree with the complaint condition of a broken device. The complaint conditions of broken and missing labeling could not be confirmed with investigation. The tensioning knob was received jammed in the fully loosened position. The knob was unable to be rotated clockwise (tightening the tensioner) without an abnormal amount of manual force before jamming again; the knob could not appropriately tension the device. The received condition agreed with the complaint condition that the device would not tension. The jamming complaint could be replicated with the returned device. This issue would not contribute to an issue disassembling the device with another device. No issues were observed with the clamp knob throughout its entire operating range. No issues were observed with the flex arm coupling. The received condition did not agree with the complaint description of unable to disassemble. The complaint could not be replicated with the returned device. Inspection of the internal components responsible for tensioner were not accessible without destroying the device; therefore, dimensional inspection of components relevant to the jamming received condition was not performed. Relevant drawing was reviewed during investigation and no design issues were observed. The complaint of a jamming tensioning knob was confirmed with investigation. A root cause could not be determined during investigation; however, the complaint description indicates the hospital staff attempted to disassemble the flex arm in order to sterilize the device; the device is not intended to be disassembled. Therefore, it is likely the tension mechanism was damaged during these attempts. The complaint conditions of 1) a broken device and 2) unable to disassemble, were not confirmed with investigation. The device¿s original sealed packaging was not received; therefore, the missing labeling complaint could not be confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.